Manufacturer narrative:
Although requested, the affected device has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer gave a report of non-specific events where fluid has remained in the bag after the programmed infusion completed. No information about programmed settings or bag volumes was provided, and there was no report of patient harm.